Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the top of the battery cap was worn, and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: a review of the pump¿s black box data revealed evidence of short battery life. There was evidence of pump reboots, one eaw 128 replace battery alarm and multiple eaw 1777 low battery warnings observed in the pump¿s black box data and alarm history. The battery cap was able to fully secure onto the pump; however, the ¿coin slot¿ at the top of the battery cap was damaged. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. Unrelated to the initial complaint, the battery compartment was observed to be cracked, with evidence of moisture inside. The leak test failed due to a battery compartment crack. The pump was opened and no evidence of additional moisture was observed inside the pump. Also unrelated, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.